Manufacturer narrative:
UDI (B)(4). The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye: organic matter and worn eto label were present. IFU testing was performed with no observed anomalies. Functional testing: the unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Even though the complaint was not confirmed, some possible root causes related to perforators not engaging include warnings from the IFU such as not deviating from keeping the perforator entirely perpendicular to the skull, the quality of the bone being drilled into, or not performing the usage test prior to each burr hole. Other possibilities for root cause of failure from the fmea include, re-sterilization (product should not be re-sterilized or reused), or used for multiple burr holes and pin is deformed. The risk remains acceptable per the risk analysis.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Additional information: it is unknown if there was patient injury or if the event led to surgical delay. Perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.¿

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator failed to disengage, ending with the perforator going through the dura.